Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: we received the handpiece for investigation in a decontaminated condition. Failure description: optically, the hand piece is in good condition. The next maintenance should take place in march 2020. Investigation: during the functional testing it could be detected that the power consumption via the stator is too high and not according to the specifications. Therefore the hand piece becomes hot after a short amount of time. Batch history review: the device history records have been checked for the available lot number and found to be according to the specifications valid at the time of production. No further similar complaints have been filed against the same lot number. Conclusion and root cause: the failure is most likely wear and tear/repair related. Rationale: on the basis of the performed investigation by ats, it could be detected that the stator is defective and therefore power consumption is too high. It is not possible to determine a definitive root cause for that failure. It is possible that wear and tear of the stator led to the described failure pattern. The last repair of the hand piece took place in february 2019, and the stator was not replaced since manufacture. No CAPA is necessary.

Event description:
It was reported that there was an issue with the hand piece. During an unspecified procedure, the hand piece was noted to become very hot. The device was cooled using a moist compress. There was no patient harm and the surgery was completed as planned. Additional information has been requested.